Event description:
Surgeon placed dual lumen central venous catheter in left subclavian vein. Placement checked via fluoroscopy. Left hemothorax noted on x-ray. Two chest tubes placed followed by cardiac pulmonary resuscitation, thoracotomy, cardiac massage, ECMO and death. Coroners case.